Event description:
On (B)(6) 2012, the reporter contacted animas, alleging tactile response issues with the keypad buttons. The reporter stated that at times boluses would be cancelled; no bg excursions were reported. The reporter noted a tear in the keypad rubber near the up arrow button, which allegedly occurred the day prior to the call. The patient reportedly wore the pump attached to a belt and cleaned it with alcohol wipes. The user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the up/down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons were found to be unresponsive. There was evidence of contamination and corrosion found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked and scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.